Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection identified no physical damage to the pump, however there is a lot of dried fluid around multiple areas of the pump. Error history log review found motor rate error. Motor drive and occlusion testing were performed and the motor rate error was duplicated. The root cause of the reported issue was found to be leadscrew nut was loose as a result of normal wear as the pump is over 7 years old. Actions were taken to mitigate the reported issue: tighten leadscrew nut.

Event description:
It was reported that a motor rate error occurred. No patient injury was reported.